Manufacturer narrative:
The allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken at approximately 28.5cm from the stim end tip leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The root cause of the break is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy due to high impedances on the lead. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.